Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and blank display. The customer¿s blood glucose level was 258 mg/dl. Customer stated that no batteries worked on the pump. The customer states the insulin pump was exposed to fluid/moisture as rain water when it spilled on her pump. Customer states the pump is vibrating without an alarm or alert. Customer states the pump turned off. The customer was also assisted with troubleshoot for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to confirm bolus stop alarm, vibration/beep anomaly or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, minor scratched and cracked display window.